Event description:
It was reported that the patients lead was sticking out of the back and patient had broken skin. The lead was broken through the incision at the spinal insertion site. Lead was visible at the midpoint of the incision. There was no gross drainage or erythema about the site. The patient underwent lead explant procedure and was doing well postoperatively. The explanted leads were not returned per facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients lead was sticking out of the back and patient had broken skin. The lead was broken through the incision at the spinal insertion site. Lead was visible at the midpoint of the incision. There was no gross drainage or erythema about the site. The patient underwent lead explant procedure and was doing well postoperatively. The explanted leads were not returned per facility policy. Additional information was received that the patient developed a wound dehiscence, and the cause was unknown. The physician believed that there was no infection when the leads were explanted. No further information has been obtained despite good faith efforts.